Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure; pubovaginal sling w cystoscopy for sui on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).